Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/ pelvi pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, ovarian cyst, bleeding genital, unspecified pruritic disorder, tobacco use disorder and adhesion. Concurrent conditions included dysfunctional uterine bleeding, dizziness, anemia, endometriosis, haemorrhagic cyst and menometrorrhagia. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo minastrin fe) from (B)(6) 2014. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ abnormal menstrual bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ abnormal menstrual bleeding"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:mental anguish/ anxiety") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with alprazolam (xanax), citalopram, nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety and dysmenorrhoea was resolving. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for lab data previously reported hysterosalpingogram but now reported as plaintiff did not undergo an essure confirmation test. Did you undergo an essure confirmation test. No (discrepancy noted). Patient received treatment for bleeding and pain. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: impression: 1. Non-contrast study negative for obstructive urolithiasis. 2. Contrast study demonstrating multiple enhancing liver lesions, stable since 2012 consistent with benign process such as hemangiomata. 3. Herniated omental fat, left rectus muscle just superior and to the left of the umbilicus. Induration suggests venous congestion and likely is symptomatic. No herniated bowel appreciated. 4. Mild constipation. 5. Mild hyperemia, vaginal cuff consistent with history of infection. Uterus and ovaries are surgically absent. No pelvic abscess. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2014: the serosa is tan-purple and smooth. The exocervix measures 3.6 x 3.0 cm and has an os measuring 0.5 cm. The endocervical canal is trabecular pink-tan and measures 4.1 x 1.1 cm. The endometrial cavity measures 3.6 x 1.6 cm. The endometrium is pink-tan and measures 0.1 cm thick, and the myometrium is trabecular pink-tan measuring 2.3 cm. The right fallopian tube measures 4.1 x 0.6 cm, and the left fallopian tube measures 4.3 x 0.7 cm. The right ovary measures 4.1 x 2.9 x 1 cm, and the left ovary measures 3.1 x 2.2 x 1.9 cm. The right ovary has a 1.5 cm unilocular cyst filled with clear serous fluid. The interior surface is smooth with no papillary excrescences. The cut surfaces of the left ovary are unremarkable. Concerning the injuries reported in this case, the following ones was confirmed in patient¿s medical records: vaginal bleeding, menorrhagia, depression, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/ pelvi pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, ovarian cyst, bleeding genital, unspecified pruritic disorder, tobacco use disorder and adhesion. Concurrent conditions included dysfunctional uterine bleeding, dizziness, anemia, endometriosis, haemorrhagic cyst and menometrorrhagia. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo minastrin fe) from (B)(6) 2014 to (B)(6) 2014. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ abnormal menstrual bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ abnormal menstrual bleeding"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:mental anguish/ anxiety") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with alprazolam (xanax), citalopram, nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety and dysmenorrhoea was resolving. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for lab data previously reported hysterosalpingogram but now reported as plaintiff did not undergo an essure confirmation test. Did you undergo an essure confirmation test. No (discrepancy noted). Patient received treatment for bleeding and pain. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: impression: 1. Non-contrast study negative for obstructive urolithiasis. 2. Contrast study demonstrating multiple enhancing liver lesions, stable since 2012 consistent with benign process such as hemangiomata. 3. Herniated omental fat, left rectus muscle just superior and to the left of the umbilicus. Induration suggests venous congestion and likely is symptomatic. No herniated bowel appreciated. 4. Mild constipation. 5. Mild hyperemia, vaginal cuff consistent with history of infection. Uterus and ovaries are surgically absent. No pelvic abscess. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2014: the serosa is tan-purple and smooth. The exocervix measures 3.6 x 3.0 cm and has an os measuring 0.5 cm. The endocervical canal is trabecular pink-tan and measures 4.1 x 1.1 cm. The endometrial cavity measures 3.6 x 1.6 cm. The endometrium is pink-tan and measures 0.1 cm thick, and the myometrium is trabecular pink-tan measuring 2.3 cm. The right fallopian tube measures 4.1 x 0.6 cm, and the left fallopian tube measures 4.3 x 0.7 cm. The right ovary measures 4.1 x 2.9 x 1 cm, and the left ovary measures 3.1 x 2.2 x 1.9 cm. The right ovary has a 1.5 cm unilocular cyst filled with clear serous fluid. The interior surface is smooth with no papillary excrescences. The cut surfaces of the left ovary are unremarkable. Concerning the injuries reported in this case, the following ones was confirmed in patient¿s medical records: vaginal bleeding, menorrhagia, depression, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of event pain was updated as recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, ovarian cyst, bleeding genital, unspecified pruritic disorder, tobacco use disorder and adhesion. Concurrent conditions included dysfunctional uterine bleeding, dizziness, anemia, endometriosis, haemorrhagic cyst and menometrorrhagia. Concomitant products included ethinylestradiol; ferrous fumarate;norethisterone acetate (lo minastrin fe) from (B)(6) 2014 to (B)(6) 2014. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ abnormal menstrual bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ abnormal menstrual bleeding"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with alprazolam (xanax), citalopram, nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, depression, anxiety and dysmenorrhoea was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for lab data previously reported hysterosalpingogram but now reported as plaintiff did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: impression: non-contrast study negative for obstructive urolithiasis. Contrast study demonstrating multiple enhancing liver lesions, stable since 2012 consistent with benign process such as hemangiomata. Herniated omental fat, left rectus muscle just superior and to the left of the umbilicus. Induration suggests venous congestion and likely is symptomatic. No herniated bowel appreciated. Mild constipation. Mild hyperemia, vaginal cuff consistent with history of infection. Uterus and ovaries are surgically absent. No pelvic abscess. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2014: the serosa is tan-purple and smooth. The exocervix measures 3.6 x 3.0 cm and has an os measuring 0.5 cm. The endocervical canal is trabecular pink-tan and measures 4.1 x 1.1 cm. The endometrial cavity measures 3.6 x 1.6 cm. The endometrium is pink-tan and measures 0.1 cm thick, and the myometrium is trabecular pink-tan measuring 2.3 cm. The right fallopian tube measures 4.1 x 0.6 cm, and the left fallopian tube measures 4.3 x 0.7 cm. The right ovary measures 4.1 x 2.9 x 1 cm, and the left ovary measures 3.1 x 2.2 x 1.9 cm. The right ovary has a 1.5 cm unilocular cyst filled with clear serous fluid. The interior surface is smooth with no papillary excrescences. The cut surfaces of the left ovary are unremarkable. Concerning the injuries reported in this case, the following ones was confirmed in patient¿s medical records: vaginal bleeding, menorrhagia, depression, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2019: pfs & mr was received. Added events abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, dysmenorrhea (cramping). New reporters was added. Outcome updated from unknown to recovering for pelvic pain, depression and anxiety. Outcome updated for abnormal bleeding recovered. Patient demographics was added. Concomitant conditions, medical history, concomitant drugs and treatment drugs was added. Event onset dates was added. On 10-jul-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.